Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker failed to transmit with radiofrequency(rf) telemetry. Programming changes were performed. The patient condition was stable.